Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057 , product type screening device. Device code (B)(4) applies to lead (lot# unknown) only.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient was tired. Two days later, they think maybe it has "slipped out of position" because they feel stimulation in their buttocks now. No further patient complications have been reported as a result of this event.